Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was also stated that the insulin pump was giving multiple alarms. The customer had been on and off the insulin pump due to the alarms and he did not take any lantus insulin during the time he was off, which may have contributed to the high blood glucose levels. Advised the nurse that the insulin pump would be replaced due to the repeated alarms.

Manufacturer narrative:
The insulin pump was received with alarms and high idle current due to a faulty component. The insulin pump passed the occlusion, prime, excessive no delivery and displacement tests.